Event description:
It was reported that during use there were air bubbles in the line and blood leakage occurred with a bd 20gx1.75in pro safety arterial cath. The following information was provided by the initial reporter: blood leakage and air in the syringe during blood collection.

Manufacturer narrative:
H.6. Investigation summary: as the cause of the complaint was related to blood leakages, the following tests were performed on (B)(4) retained samples of the same lot: ¿ leak test under pressure (3 bar x 30 seconds) ¿ leak test for arterial catheters. Leakage test as defined in our internal procedure (sqp04_rev.11, paragraph 04.3.55 ¿ silicone valve leak test at low pressure using an hydrostatic head height of 250-275cm). The timing for this test is 30 minutes. During the first 15 minutes, with the red cap opened is verified that no leakages occur from the devices. In particular the first step of the test is performed to verify the integrity of the system and of the silicone valve. In the second 15 minutes, it is checked the integrity of the valve, when pressed by the cone for closure. The results obtained are the followings. Bd pro safety arterial catheter fep 20g 45mm ¿ lot number 1180300 - leak test under pressure (3 bar x 30 seconds): no leakages were observed during the test. The integrity of the 10 samples were confirmed. - leak test for arterial catheters: no leakages were observed during the test. The integrity of the 10 samples were confirmed. Bd pro safety arterial catheter fep 20g 45mm ¿ lot number 1170615 - leak test under pressure (3 bar x 30 seconds): no leakages were observed during the test. The integrity of the 10 samples were confirmed. - leak test for arterial catheters: no leakages were observed during the test. The integrity of the 10 samples were confirmed. Regarding the second cause of the complaint additional tests were performed in order to understand the possible cause related to the bubbles formation during the blood sampling. Some samples were inserted into a plastic cap connected to a tank filled with a solution simulating the blood. An extension line was connected to the catheter and it was allowed the complete filling of the catheter and extension line connected. Then, using a needle free syringe, the blood sampling procedure was simulated. The syringe was connected to the free final connector of the extension line and the red cap completely opened. The solution was aspirated and no bubbles were observed. Subsequently, the red cap was partially closed and simulated procedure of blood sampling repeated. In this case bubbles were seen during the aspiration into the syringes. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: according to the results obtained, the cause of the complaint cannot be confirmed as no leakages were found on the retained samples representative of the lot complained. Regarding the cause of the complaint ¿bubbles formation during blood sampling¿, now it can be only recommended to suggest end-users to control always that the catheter system (red cap) is opened. H3 other text : see section h.10.

Manufacturer narrative:
(B)(4). "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1170615, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 1180300, medical device expiration date: unknown. Device manufacture date: unknown." Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use there were air bubbles in the line and blood leakage occurred with a bd 20gx1.75in pro safety arterial cath. The following information was provided by the initial reporter: blood leakage and air in the syringe during blood collection.